Event description:
It was reported that the fenestrated bipolar forceps instrument was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken conductor wire at the proximal end near the main tube. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additionally, the instrument was found to have one bent grip, causing it to be misaligned. The offset at the tips was 0.59mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.